Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but based upon the reported information, there was the possibility that the reported phenomenon was attributed to the contact failure of the electrical contacts of the video plug due to the adhesion of fluid or foreign material, or the damage of the camera cable. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing using the subject device at the user facility, the endoscopic image of the subject device could not be displayed. In addition, the user shook the camera cable the subject device, a striped pattern appeared in the endoscopic image. The user exchanged the subject device to another device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.